Manufacturer narrative:
(B)(4): the device is currently unavailable.

Event description:
Per the clinic, the patient developed recurrent infection, pain, discharge and redness at the implant site. The patient was prescribed oral antibiotics (date and duration not reported). Subsequently on (B)(6) 2015 the device was explanted. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.